Manufacturer narrative:
The device analysis report attached.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2024 in order for the patient to upgrade to a newer technology. The patient was reimplanted with another cochlear device during the same surgery.